Manufacturer narrative:
(B)(4). Unable to eval the pt's report of infusion ran faster than prescribed. The customer states that the product will be returned because on devices on tubing were sequestered.

Event description:
During a site visit by clinical practice consultant, it was reported that a pt perceived that his infusion of alemtuzumab ran faster than prescribed. The pt said that he had a reaction from the medication and required treatment after leaving the clinic. The customer believes he may have gone to an urgent care center. The pt is an engineer and was closely monitoring his infusion. Pharmacy stated the 112mls of medication is placed into a b.braun 150ml bag (stiffer bag than usual) and the line is primed. Half of the medication is given in the first hour and the other half in given in the second hour. The clinical practice consultant and pharmacist duplicated an infusion during her visit and no issues were noted. The customer stated that no further pt or event details are available.